Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively. The customer did not know the blood glucose reading. The customer was advised to disconnect at the quick release and was assisted with performing a 5.0 unit fixed prime. He stated that the insulin did exit. No bent infusion set cannula was found. The customer stated that he had tried several insertion site locations but still experienced the same issue. He requested replacement of the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.